Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) clearlink system non-dehp secondary medication sets would not prime. The event occurred during priming of unspecified intravenous antibiotic medication. The nurse started over with new supplies to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing under water were performed. The samples were found to prime and flow successfully with no issues noted. Functional flow rate testing was then performed, and the flow rate of both samples was found to be within specification. The reported condition was not verified for the two received samples. The remaining eight (8) samples were not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.